Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the caller heard the patient telling someone that the implant was not working. No symptoms were reported. No further complications were reported/anticipated.